Event description:
The following is a report of peritonitis received by baxter (B)(4) from a consumer in the (B)(6) with supplemental information from a peritoneal dialysis nurse (pdn). On (B)(6) 2012 the home patient (hp) experienced peritonitis. The hp reported that she was hospitalized on (B)(6) 2012 to (B)(6) 2012 for the peritonitis with (B)(4). On (B)(6) 2012 baxter (B)(4) followed up with the pdn and received the following information. The pdn confirmed the diagnosis of peritonitis coincident with dianeal (B)(4) pd2 and dianeal (B)(4) pd2 solutions. The cause of the peritonitis is unknown. The pdn could not confirm the causative organism was (B)(6) as reported by the consumer. The pdn clarified the patient was hospitalized (B)(6) 2012 to (B)(6) 2012 for the peritonitis. Treatment included a three week course of ip (intraperitoneal) antibiotics (unspecified) not yet completed at time of the report. The pdn confirmed the patient was recovering. Peritoneal dialysis (pd) therapy was ongoing. No hospital discharge summary was received by the pd clinic. The pdn reported the event was not related to a baxter pd device or solution.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers gd891093 and gd890533. No issues were detected during the manufacturing of these batches.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.